Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure for a 26mm sapien 3 ultra resilia valve, insertion difficulty of delivery system and access vessel rupture was reported. A stent graft was implanted for treatment. The right femoral artery was punctured and esheath+ was inserted without any resistance and a delivery system with a 26 mm valve crimped was inserted. When the delivery system got stuck in the external iliac artery, propofol was injected through the flush port of the sheath, and the delivery system was then passed through the sheath. The valve was deployed without any trouble. After withdrawal of delivery system, sheath was removed, and a lower extremity angiography revealed that leakage of contrast medium was observed. It was determined to be access vessel perforation. The sheath was replaced with 18fr dryseal, the stent graft was placed, and the final contrast confirmed that there was no leakage, and the procedure was completed. The diameter of the blood vessel where the perforation was thought to have occurred was measured at 5.7 mm x 6.1 mm with no calcification.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for difficulty advancing through sheath was unable to be confirmed due to no device nor imagery returned for evaluation. Available information suggests that patient factors (calcification) likely contributed to the event. Although 'no calcification' was reported 'where the perforation was thought to have occurred,' 'mild calcification' was reported in the 'medical history' section of the complaint file and could have contributed to resistance along regions of the sheath shaft. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.